Event description:
Intraoperative device diagnostic testing resulted in high lead impedance reading, indicating possible device malfunction. It was reported that the pt during generator replacement surgery, high lead impedance readings were obtained when the new generator was connected to the original lead. Pre-operative device diagnostic testing of the old generator still in place was not performed. Pre-implant testing of the new generator prior to connecting to the original lead was within limits , indicating a potential problem with the original lead.